Manufacturer narrative:
Lead: model 3777-60, serial #(B)(4), implant: (B)(6) 2010. Lead: model 3777-60, serial #(B)(4), implant: (B)(6) 2010. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).

Event description:
It was reported the leads have migrated 3 times since the device was implanted. The device also needed to be recharged daily in order for the stimulation to be high enough for the patient to leave the house. The daily recharging was expected though because the patient was a "high end" user. Additional information has been requested, a follow-up report will be sent if additional information becomes available.